Event description:
Intera oncology received a report that during pump preparation the tubing from the or prep kit was leaking near where it connected with the refill needle. Once the clinic noticed the leak, they replaced the tubing by opening a new or prep kit. The pump prepped fine afterwards.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution. There was one manufacturing deviation. However, the lone deviation did not contribute to the reported event. The sample was discarded by the clinic and photo evidence was not available. Therefore, the root cause is unknown.